Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the fill estimate was inaccurate in the past. The contact was unable to provide details regarding the reported events. The was no impact to the customer's blood glucose level. Reportedly the customer had an alternate pump for insulin therapy.